Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit. The initial result was 7.13 mmol/l. The repeat results were 4.8 mmol/l and 4.71 mmol/l.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer performed a precision check. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. A general reagent problem was ruled out as calibration and quality control are acceptable. The customer had non-roche partner channel reagents installed on the analyzer which may cause unknown carry-over interference. Numerous cell wash and cell blank measurement alarms occurred and the water supply pressure was found to be too high. A high water supply pressure can cause cell wash issues. The investigation determined the event was consistent with these cell wash issues.